Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer received intermittent continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.